Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported issue was due to the faulty ccd (charge-coupled device) unit. The root cause of the failure of the ccd unit could not be determined. The device was repaired and the unit was restored back to specifications. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence was executed for this event with response received. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was confirmed. Upon inspection and testing, there was no image observed. This is attributed to the faulty charge couple device (ccd) unit. This also caused the switch number 2 to be not functional. In addition, intermittent white lines were observed in the image due to the shorted cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for an unknown procedure, the yielded no image when plugged in. An error message of white balance not complete was received. There is no patient involvement. Device was inspected and no issue noted other than what is reported. The device was not dropped nor came in contact with a hard surface or sharp corner. Error message white balance not complete was received. It was not noted if there were any foreign objects such as hard water residue, lint or dust on the electrical contacts.